Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pneumonectomy procedure, an issue occurred with the stapling device wherein the staple line was incomplete on the proximal part. The surgeon used several staplers in which some were unable to fire and another was able to fire. Also, some of the stapler¿s green button and handle works, and some are not. Due to the product problem, the incision was extended more than an inch and the surgical time was prolonged over 30 minutes. The case was completed through manual closure. No tissue loss/damage and no blood loss were noted. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.